Event description:
Disposable endoscopic stapler misfired during laparoscopic cholecystectomy. The disposable device was immediately set aside and a new device acquired to complete closure. Unfortunately, packing was wasted in operating room. Only identifying info I have is on the device. Ethicon endo-surgery ligaclip 10-m/l med/large 20 clips.